Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information on the patient implant form, the carboseal valsalva size 25 that was implanted in the patient on (B)(6) 2017 has been explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.